Manufacturer narrative:
Investigation results: the complaint that the needle failed to fully retract was confirmed and the cause appeared to be manufacturing related. One photograph and two 18g insyte autoguard needles were provided for investigation. Deformation of the grip at the interface between the grip and barrel prevented the needle hub from fully retracting. The needle that spontaneously retracted after 5 minutes was likely able to squeeze past the protrusion inside the shield that was caused by the damage grip. No slow retraction was confirmed from the returned samples and photo. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc wing needle was slow to retract. The following information was provided by the initial reporter: I would like to submit a complaint about a malfunctioning device. The IV needle would not retract. Dates of event 12/13 and 12/14. It happened 2 times in a 3-day period. The second time the needle spontaneously retracted 5 minutes later while sitting on the tray. No patient was harmed in either incident or staff.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.